Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested patient-specific clinical information/documentation, further assessment of the reported events cannot be provided, and the root cause beyond those reported in the article could not be concluded. The patient impact beyond the reported events could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G1 MDR reporting contact name and address and phone number.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Literature case. "Early functional recovery following bilateral total knee replacement versus selective unilateral total knee replacement" author: fang rui, liang zhiquan,meng qingcai. In this study there were 86 patients bearing genesis ii. It was reported that the patient suffered from superficial incision infection and delayed healing.